Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin because blood glucose level not coming down even after bolus. The customer¿s blood glucose level was 250 mg/dl at the time of incident. Customer experienced high blood glucose level and it was treated with manual injection. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode of insulin pump was inactive. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The device will not be returned for analysis.